Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.3 cm abdominal aortic aneurysm. The length of the right common iliac artery was 20 mm, and the diameter was 14 mm. There was a dissection in the right common iliac making it short. The length of the left common iliac artery was 38 mm, and the diameter was 18 mm. It was reported that the device was deployed without issue. Due to the right iliac dissection, the physician ballooned the contralateral limb less than usual. A retrograde angiogram was done with the sheath from the right femoral artery, and a distal type I endoleak was observed. The physician carefully ballooned the limb again, and subsequent angiography showed the endoleak to be reduced but not fully resolved. The physician believed the remaining endoleak would eventually resolve without further intervention, so the case was completed. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information received; it was reported that 4 and a half years post implant, intervention was performed with embolization of both iia's and an excluder limb landed on both eia's to treat the aneurysm expansion. It was noted that the cause of the endoleak was due to patient vessel morphology with a type ii endoleak suspected because of patency of the median sacral artery. Although not fully confirmed the aneurysm expansion was considered to be due to type ib endoleak bilaterally and this was resolved with the implantation of the devices in the eia's. If information is provided in the future, a supplemental report will be issued.